Event description:
Healthcare professional reported a right sided deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. Leak test was performed and found an opening on anterior side. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right sided deflation. Device has been explanted.